Manufacturer narrative:
The radio frequency pic failed self-test alarmed due to faulty button on the radio frequency board. There was moisture damage on the radio frequency board, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test on the insulin pump. Customer was advised the insulin pump will be replaced and customer agreed to return device for further analysis.